Event description:
It was reported that a progav shunt system (part # fv440-t) was implanted during a procedure performed on (B)(6) 2021. According to the complainant, the shunt system was believed to be operated in overdrainage and had adjustment difficulties. The patient underwent a revision procedure performed on (B)(6) 2022. The complaint device has not been returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 4 years; height: 106 centimeters (cm); weight: 15 kilograms (kg); gender: female.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information /investigation results become available, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information - d9. Investigation: visual inspection: the following observations were made during the visual inspection: punctures on the pediatric prechamber membrane. Yellowish distal catheter. Measurement of surface of the housing: deformation detected: no - measured value: - 0,02 mm [tolerance (0 ± 0.02mm)]. Permeability test: the test showed that the progav shunt system is permeable. Computer control test: additionally, the shuntassistant was tested according to standard procedure in the vertical position of the valve. At a fixed opening pressure of 15 cmh2o in the vertical position, a pressure of 15 cmh2o +4/-2 cmh2o is expected. The results indicated that at a reference flow of 20 ml/h in the vertical position, the shuntassistant had a pressure of 14.67 cmh2o. This is within the specified tolerance of 15 cmh2o +4/-2 cmh2o. Adjustability test: the progav was found to be non-adjustable within the specified range. The shuntassistant is a fixed pressure valve, therefore the adjustability test is inapplicable. Braking force and brake function test: the braking force test indicates that the brake function of the progav is present. Due to the non-adjustability of the valve, as detailed in section 7.5, an investigation of the braking force was not possible. Internal inspection of product: in order to verify whether the investigated shunt system was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, the valves are finally opened with a special tool. After dismantling of the valves, deposits were found in both valves. Results: for the sake of thoroughness and transparency, we would like to point out that an adjustment test and permeability test were already carried out after the revision at the hospital. Based on our investigation results, we have determined that there was a non- adjustability in the progav at the time of our investigation. Detected deposits were the cause of the non - adjustability. Existing deposits in the csf can temporarily impair the function of the valve and is described as concomitant symptoms in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.